Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers reported via phone call that she walked into the swimming pool with insulin pump. Customer's blood glucose was over 400 mg/dl. Customer mentioned the device had alarmed no delivery alarms and button error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined section and was filled out incorrectly on the initial complaint. The customer did express their blood glucose level was 117 mg/dl when they arrived at the hospital.

Manufacturer narrative:
The pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement tests or verify the no delivery alarm due to the button keypad anomaly. The pump had moisture damage on the electronics. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.